Manufacturer narrative:
Per additional information received on june 9, 2025, per the recent operational report, it was noted that the patient had bilateral breast implants with asymmetry. The left implant was found to be grossly intact, while the right implant, also intact, exhibited a sticky clear residue on its outer shell. Consequently, the diagnosis of pec rupture symptomatic (post-implant) was reclassified as an adverse event for the right side, leading to the addition of codes for anisomastia, medical device removal, and gel bleed. As a result, patient underwent bilateral replacements as follow: l) 3505504bc sn: (B)(6), r) 3505504bc sn: (B)(6) on (B)(6)2025. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision using mentor memorygel, 450cc silicone prosthesis, has reported a left-sided breast mass and changes in nipple sensation following the procedure. She has noticed a pea-sized bubble located near the left breast fold, which is not situated directly underneath the breast. The patient describes her nipple as being very sensitive and is concerned due to a family history of breast cancer. To further investigate her symptoms, she will be undergoing a mammogram and ultrasound. As of this report, mentor has not received any information regarding an explantation or an anticipated date for removal.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 02, 2025, healthcare professional called mentor and confirmed diagnosis of the rupture. Patient race and ethnicity indicated as white/not hispanic. The manufacturer's reference number: (B)(4).